Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent cystocele repair on (B)(6) 2004, due to cystocele & sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion of mesh, the patient experienced pain, infection, urinary problem, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that patient underwent a vaginal hysterectomy and posterior vaginal repair on (B)(6) 2014, due to uterine prolapse, cervical stenosis and endometrial polyps. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted, concurrently with a cystocele repair due to cystocele, and sui. It was reported that the patient underwent cystourethroscopy with left laser lithotripsy and ureteral stone extraction on (B)(6) 2012, due to left ureteral stone. It was reported that patient underwent attempted dilation of the cervix with ultrasound guidance and ultrasound evaluation post perforation on (B)(6) 2013, due to uterine polyp. No additional information was provided.